Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported sensing failure. The mixed signal integrated circuit was extracted from the stacked chip scale package and packaged in pin grid array . The packaged mixed signal integrated circuit was functional tested and passed all tests including ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) exhibited noise once the leads were plugged in. Impedance also could not be measured. The leads were unplugged from the device and tested normally on an analyzer. The pacemaker was attempted again with the same issues. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an electrical discontinuity/open in an integrated circuit. Hybrid analysis confirmed the reported sensing failure. The failure was isolated to the mixed signal integrated circuit in the stacked chip scale package. If information is provided in the future, a supplemental report will be issued.